Event description:
It was reported that when the ventilator was disconnected from the external battery, the ventilator shuts off and then turns back on. The ventilator was not connected to a patient when the reported problem occurred. It is unknown if the ventilator had an audible alarm.